Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No scroll bar and ramping numbers without button press noted during testing. The insulin pump had cracked case all corners of display window, cracked reservoir tube, cracked battery tube threads, missing end cap sticker and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the numbers were ramping on their own. The customer's blood glucose was 408 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.